Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. A dissection of the device was performed and wires were found to be detached from the connector . The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a detached wire in the body connector. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, there was no heat coming out at the tip of the probe. There was no damage noted to the device, and it was not tested prior to use in the procedure. A second gold probe device was used with the same generator and bipolar adaptor cable to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, there was no heat coming out at the tip of the probe. There was no damage noted to the device, and it was not tested prior to use in the procedure. A second gold probe device was used with the same generator and bipolar adaptor cable to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.